Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was not impacted 80-90% of the time. The level of the bg for the remainder of the occlusions was not reported. The customer also had moderate ketones. After the occlusion alarms, the customer was able to resume insulin delivery. Tandem technical support was unable to troubleshoot to determine a possible cause for the past occlusions.